Manufacturer narrative:
(B)(4). Concomitant medical products: oss segmental femoral component, catalog # 150355, lot # 267280; oss tibial bearing, catalog # 150411, lot # 312720; oss femoral bushings set, catalog # 150477, lot # 040920; oss femoral bushings set, catalog # 150477, lot # 918980; oss tibial bushing, catalog # 150476, lot # 581390; oss non-mod tib plate long 71, catalog # 161043, lot # 068050; cps anchor plug 12mm, catalog # 178402, lot # 930680; cps transverse pin 6pk 32mm, catalog # 178527, lot # 785050; cps sm spdl with pins 600lbf, catalog # 178354, lot # 925600; cps nut co-cr-mo alloy, catalog # 178512, lot # 885860; cps centering sleeve 15mm, catalog # 178537, lot # unknown; diah seg lock screw set, catalog # 150481, lot # 133790; cps/oss 5cm tpr adapt w/oss sc, catalog # 178711, lot # 755330; oss segmental stacking adapter, catalog # 150483, lot # 975100; oss 5cm diaphyseal segment, catalog # 150465, lot # 414310; oss 3cm diaphysel segment, catalog # 150464, lot # 556640; oss axle, catalog # 150480, lot # 584290; oss poly lock pin, catalog # 150478, lot # 210660. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-09174; 0001825034-2018-09175; 0001825034-2018-09178; 0001825034-2018-09183; 0001825034-2018-09418; 0001825034-2018-09420; 0001825034-2018-09421; 0001825034-2018-09422; 0001825034-2018-09423; 0001825034-2018-09424; 0001825034-2018-09425; 0001825034-2018-09426; 0001825034-2018-09428; 0001825034-2018-09429; 0001825034-2018-09430; 0001825034-2018-09433.

Event description:
It was reported that after a patient underwent a knee arthroplasty with a limb salvage system the patient went into deep flexion, against the surgeons orders, and heard an audible popping noise. The patient underwent a revision, during which it was reported that the compress nut was re-tightened and the construct was re-assembled using the same metal components with new polyethylene components. No additional information was provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.